Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The complete top control panel was replaced due to damage, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received confirming that the damage to the control panel did not prevent the use of manual or mechanical ventilation making this event not a reportable malfunction.